Event description:
A trilogy ev300, spain ventilator, was evaluated as routine preventative maintenance. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy ev300, spain device by the service engineer, the device failed the pre-test active exhalation verification: s(+) p(+): pilot: reading. The service engineer recommended replacing the device's active exhalation control module and 3-way solenoid valves to address the issue. The system meets the specification for the performed service and is returned to use. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow-up/supplemental report will be completed.